Event description:
It was reported the catheter was being placed into the patient's wrist in the anesthesia department. At which time, the catheter broke off in the patient's wrist. The physician was able to retrieve the broken catheter from the patient by pulling it out. A new catheter was opened and placed successfully. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).